Event description:
"Footed end is chipped" was stated on the repair order. On follow up with the hospital, the hospital representative said that the attachment went through several cases with a chipped foot before they sent it in for repair. She determined it was time for repair due to the chipped foot. There was not patient injury.